Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from the consumer regarding a patient with an implantable neurostimulator (ins) for gastrointestinal/pelvic floor. It was reported that the patient had poor communication, both with and without the antenna attached. The patient stated that this issue started around a year ago (probably around (B)(6) 2018). The healthcare professional (hcp) could not ¿get it to work¿ so they scheduled the patient to have replacement surgery. The patient was prepped for surgery and the manufacturer¿s representative came to the hospital and, while the patient was waiting, ¿got it to work¿. As a result, the hcp cancelled the surgery. The patient had not gotten the programmer to work since. No falls or trauma were reported. Additional information received on july 3, 2019 reported that the patient received their replacement programmer and was able to sync where it showed the setting was at 1.5 volts. They stated that they can¿t seem to increase the stimulation and, when they tried, the programmer would ¿just go off¿. The patient had put in new regular alkaline batteries. During the report, the patient the programmer won¿t event sync and poor communication comes up. The patient tried to communicate with the antenna and, after a few attempts, it connected and showed the stimulation was on at 1.5 volts. The patient tried to increase but it would go to poor communication. They stated that it could be because they were not placing the programmer where the ins was. An external antenna was sent to the patient for troubleshooting. Follow up information received from the healthcare professional (hcp) on july 29, 2019 reported that they had contacted the patient today (since the patient was last seen in the office in (B)(6) 2018) and the patient stated that they were guided over the phone with the manufacturer. The patient was not seen in the office and the next appointment was scheduled for (B)(6) 2019. The hcp indicated that they could not provide any further information as the patient had not been seen in the office. The hcp did mention that the patient stated that the device was not working. The patient was to be seen on (B)(6) 2019. There were no further complications reported or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the consumer. The patient mentioned they received a replacement controller following their previous call and had made an appointment at the clinic to add other programs to the programmer but the appointment had been canceled. The patient stated they didn¿t know if it (the ins) worked on them. The patient stated they didn¿t think it ever worked. There were no further complications reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received. Patient reported the ins is not working as they have lack of therapeutic effect since implant, had diarrhea immediately after implant and is still having fecal incontinence everyday all day even though she can feel stim sensation. She was instructed to try different programs and is currently on p5. No further complications were noted or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the consumer. The patient reported that they had a revision: they had their ins replaced on (B)(6) 2019 because the ins would go on and off on its own. The patient did not know an event date for when this started. The patient also mentioned their previously reported events. There were no further complications reported.

Manufacturer narrative:
Age had not been updated in most recent report since event date was updated. If information is provided in the future, a supplemental report will be issued.